Event description:
The customer reported to olympus that hd autoclavable camera head, no patient damage, noticed before surgery, device has no function at all. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following; due to damage on button, water tightness is lost; there was a damage on cable unit; cover unit is worn out; and there was a damage on button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The customer's allegation of the subject device "had no function at all "was not confirmed. Based on the results of the investigation watertightness was lost due to the damage on the button, therefore it is surmised that an image was not displayed temporarily because water entered the inside temporarily. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.